Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer's blood glucose reading was 16mmol and customer gave herself a bolus with the infusion pump. Hours later, she woke up feeling sick with nausea and vomiting. It was stated that the customer experienced the same symptoms three weeks prior to the call, but she was not hospitalized at that time. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.